Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer declined to provide how they addressed the issue. No additional is available.